Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphop lasty for multiple myeloma, uterine fibroid. Type of fracture: compression fracture, intraspinal cleft levels implanted: l3, 5 it was reported that part of the cement filled in the vertebral body flows into the inferior vena cava from the vertebral body and ran into a blood vessel. Hospitalization was extended due to an influx of cement into the blood vessel. The procedure was not successful so it is being currently consulted with the department of vascular surgery. There were no further complications reported regarding the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: c01a-j, serial/lot #: (B)(6), ubd: 30-nov-2025, UDI#: (B)(4). G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.